Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that stent struts from the proximal to the mid-section of the stent were damaged, stent struts were stretched, pushed and bunched in a distal direction around the mid-section of the stent. The undamaged distal section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded on the distal balloon cones and were not subjected to positive pressure. Stent crimp markings were present on the exposed proximal balloon body. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.50 x 24 synergy ii stent was advanced to treat the lesion. However, upon advancing the device, it was noticed under fluoroscopy that the stent did not look right. The device was removed and it was noted that the stent struts were damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.50 x 24 synergy ii stent was advanced to treat the lesion. However, upon advancing the device, it was noticed under fluoroscopy that the stent did not look right. The device was removed and it was noted that the stent struts were damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.